Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual and microscope inspection revealed that the main coil was bent and stretched at the coil arm section, and the coil arm was detached. Functional testing could not be performed as the main coil and pusher wire would not interlock. Based on the evidence, the clinical observations were confirmed.

Event description:
Reportable based on the device analysis completed on 14feb2025. It was reported that the coil was stretched and was unable to advance in catheter. A 8mm x 20cm interlock coil was selected for use. During the procedure, when the physician attempted to deploy the coil but encountered difficulty advancing it. After resheathing and flushing the catheter, advancement remained unsuccessful. Upon removal, the coil was still attached but had unraveled. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the interlocking arm detached.